Event description:
Healthcare professional later reported replacement from textured to smooth implant due to the patient's concern of the implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6a.

Event description:
Patient reported left side pain and exchange due to the patient¿s concern with the product. Healthcare professional additionally reported left side capsular contracture baker grade iii. Healthcare professional later reported left side replacement from textured to smooth implants due to the patients concern of the implant. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and capsular contracture baker grade iii. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side pain and exchange due to the patient¿s concern with the product. Healthcare professional additionally reported left side capsular contracture baker grade iii. Device remains implanted.